Event description:
It was reported the gastrointestinal videoscope had scope errors (e237 and e227). The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b31 occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunctions scope communication errors e237 and e227 could not be determined. However, the most probable cause of the additional malfunction scope communication error b31 was due to the damage on scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.